Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 march 2024. Lot 2315558: (B)(4) items manufactured and released on 05-jul-2023. Expiration date: 2028-jun-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved. Batch review performed on 13 march 2024 on liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot. 2314080 lot 2314080: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-jul-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.